Event description:
International customer reported that a patient underwent a laparoscopic incisional hernia repair with mesh implant. The patient reported pain eight weeks postoperatively. A recurrent hernia was confirmed by CT scan. The patient was returned to surgery for repair. The surgeon reports finding the mesh torn in the middle. Two additional mesh products were implanted using the previously implanted mesh for "sutural" support. Photos of the re-operation were provided.

Manufacturer narrative:
A review of the photographic images by our medical director did not show any discernable mesh rupture or tear. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.